Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208706506, implanted: (B)(6) 2014, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was a return of incontinency and urgent miction. Impedence was greater than 4000. The same issue on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 309328, lot# 0208706506, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was related to the electrode. It was reported that the electrode was repositioned in position s3 left on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 309328, lot# 0208706506, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that action taken was that the electrode and neurostimulator repositioned. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study (via a manufacturer representative) regarding a patient with an implantable neurostimulator (ins). The patient's relevant medical history includes idiopathic functional urinary incontinence since 2000. It was reported there was a return of incontinence on (B)(6) 2016 and impedances greater than 4000 ohms. The cause of the high impedance was not known. The patient was hospitalized from (B)(6) 2016. The patient had a surgical intervention to check the motor responses and connection of the ins and electrodes. The ins was temporarily explanted to check the connections between the ins and electrodes. Reprogramming was also performed. The event resolved on (B)(6) 2016. The event was assessed as serious, not related to the procedure and related to the stimulation and electrode.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0208706506, implanted: (B)(6) 2014: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was related to the lead, not related to stimulator, and not related to stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.